Event description:
It was reported that the pump displayed repeated error code 38 indicating consecutive stalled motor events that prompted multiple restarts, after which a replacement pump and an additional charger were arranged. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and continued therapy with an alternative unit. Investigation included internal complaint review and assessment of the reported alarm behavior. Investigation of this case revealed a device malfunction consistent with a motor stall within the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint was not able to be duplicated during testing; however, it was confirmed in the engineering logs. The device was opened and inspected; no abnormalities were found. The cause for the issue was undetermined.